Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. Review of the patient case screenshots confirms the reported problem of "robotic drill cable disconnected". A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a review of the patient case screenshots confirmed the issue. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor the real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the procedure was completed with a delay fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported. No operative reports are available this failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. Review of the patient case screenshots confirms the reported problem of "robotic drill cable disconnected". A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of this case. The result of the CAPA is still ongoing. In addition, the CAPA owner has been notified. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the procedure was completed with a delay fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported. No operative reports are available this failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA to determine if additional actions are required.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that, when the surgeon tried to burr the bone during a cori tka procedure, the system showed "robotic drill cable disconnected". Therefore, they tried to reconnect and recalibrate the robotic drill a few times; however, the same error occurred. When they pressed the orange pedal, the burr could spin, but once they started to burr the bone, the system showed the same error. The procedure was completed with a delay fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported.